Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample when using the synchron lx 725 clinical system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. Affect to pt treatment is unknown. Repeat analysis was performed using two analyzers. The test results were within the normal range. No reports of death or serious injury as a result of this event.

Manufacturer narrative:
Sample collection and processing information was not provided. Quality control (qc) was within specifications prior to the event. A system check performed on (B)(6) 2009 was within specifications. On (B)(6) 2009, the field service engineer (fse) ran lumwash son/inc. Testing which passed. Found loose screw on top of the wash arm. Noted hardware checks resulted within specifications and a system check passed. Fse observed sample issues, including the presence of fibrin, which could affect test results. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.